Event description:
A report was received that patient's ipg is not holding a charge and it was eroding through the pocket following a non device related procedure. The physician decided to replace the ipg and move the ipg pocket site slightly up on the right side of the buttocks.

Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.